Event description:
It was reported a patient underwent an unknown surgery on an unknown date and suture was used. During surgery, it was found that the suture was frayed when the product was used and passed through the tissue from the 1st stitch during use. Use was stopped. Another product was used to complete the case. There were no adverse consequences to the patient. Further details are not provided.

Manufacturer narrative:
Product complaint # (B)(4).additional information provided: it was a control release needle.if further details are received at a later date a supplemental medwatch will be sent.a manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.